Manufacturer narrative:
H.6. Investigation summary: bd has been provided with photos for catalog 301155 lot 181216 to investigate for this record. Visual examination of one of the photos shows a black particle inside the sealed package. As a result, bd was able to verify the reported issue. Unfortunately, without an actual sample, bd was unable to characterize the nature of the detected black particle encountered in the sealed package. It is suspected that the particle may be some residue of the packaging machine. The device history review showed no indication of the alleged defect.

Event description:
It was reported that foreign matter was found before use with a needle 21ga 2in. The following information was provided by the initial reporter, "there is a black particle in a needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a needle 21ga 2in. The following information was provided by the initial reporter, "there is a black particle in a needle."